Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient's near/far-distance vision did not improve after surgery and distant vision was blurred and light smudged. The iol was exchanged in a secondary procedure 18 days following the initial procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned positioned incorrectly in a non-company lens case. Solution was dried on the lens. The optic was cut into multiple pieces. Associated product information was not provided. It is unknown if qualified products were used. The lens was returned in pieces. The damage was similar to damage observed to facilitate an intraocular lens removal from the eye. The file indicated that the multifocal lens model was removed and replaced with a multifocal toric lens model (diopter unknown). The information that a multifocal lens was replaced with a multifocal toric lens may suggest that the replacement lens was a better selection for the patient's vision needs. The manufacturer internal reference number is: (B)(4).